Event description:
Customer reported the active meter generated a result of "lo" (< 10 mg/dl) without having first applied blood or control solution to the test strip. Customer treated based on symptoms. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.